Event description:
The following article was reviewed: ¿endovascular repair of blunt thoracic aortic trauma: is postimplant hypertension an incidental finding?¿ (konstantinos tigkiropoulos, et.al, vann vasc surg, 2018, 50: 160-166, published online on (B)(6) 2018). The article analyzed the outcome of 23 patients that presented with blunt thoracic aortic trauma (btai) that underwent thoracic endovascular aortic repair (tevar) between january 2005 and january 2016. Patient 9 that was treated with two conformable gore® tag® thoracic endoprostheses showed signs of proximal collapse of the endograft on the second postoperative day. He was urgently transferred to the operating theater, and a proximal endograft extension was performed along with appropriate balloon dilatation and an innominate to the left carotid bypass. The physician stated that the aortic arch of the patient had an acute angle that might have contributed to the collapse of the device. The patient tolerated the procedure.

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
The following article was reviewed: ¿endovascular repair of blunt thoracic aortic trauma: is postimplant hypertension an incidental finding?¿ (konstantinos tigkiropoulos, et.al, vann vasc surg, 2018, 50: 160-166, published online on march 7, 2018). The article analyzed the outcome of 23 patients that presented with blunt thoracic aortic trauma (btai) that underwent thoracic endovascular aortic repair (tevar) between january 2005 and january 2016. Patient 9 that was treated with two conformable gore® tag® thoracic endoprostheses showed signs of proximal collapse of the endograft on the second postoperative day. He was urgently transferred to the operating theater, and a proximal endograft extension was performed along with appropriate balloon dilatation and an innominate to the left carotid bypass. The patient tolerated the procedure.